Event description:
There appears to be a problem related to the design of the smiths medical, cadd-solis ambulatory infusion pumps, models 2100 and 2110.this problem is pervasive and has been occurring over a period of time in different stages. The problem is as follows. A black rubber piece at the end where the medication cassette reservoir is attached develops a round protuberance in its center. The original shape of this part should be completely flat. This protuberance creates a stress area in the material and a point of friction when the device is wiped for cleaning purposes. Over time this protrusion is cracking which may allow fluid infiltration and may not allow proper cleaning of the unit which could result in spread of infectious material.